Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported comparing an adc meter reading of 3.8 mmol/l to a lab result of 1.7 mmol/l. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the "c" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. A similar readings to the one the customer reported was found in meter memory. All pertinent information available to abbott diabetes care has been submitted.